Event description:
Caller reported an alarm and an occlusion event that happened earlier in the day. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on blood glucose. The customer addressed the issue by changing the infusion set and cartridge and resuming insulin therapy. Additionally, recurring occlusion issues were noted, and customer support was requested for further assistance. Customer continued to use the pump for insulin therapy.